Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm ticm125v4 implantable collamer lens, -17.5/+4.5/094 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2016 due to low vaulting and lens rotation. The lens had dislocated/subluxed. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic bent. (B)(4).